Event description:
The tlc-ii vad driver switched to emergency mode of pumping and displayed an alarm message during a user training session. No pt was involved. The failure investigation determined that the event was caused by a software defect that was already under investigation due to anomalous results of in-house testing. The software defect was determined to present a remote risk to pts with isolated right ventricular assist device support. The defect does not present any risk to pts with left ventricular assist device or centrifugal left and right ventricular assist device support. A product safety alert was sent to all known users of tlc-ii vad drivers with version 4.03 of the embedded software (firmware). This corrective action was reported to FDA's district office as report no. 2916596-10/13/01-001-c. Upgrading tlc-ii drivers with revised firmware, version 4.11, will commence upon FDA approval of a PMA supplement, p870072/s18.